Event description:
Customer reported that while running an hbc assay, delivered low sample/diluent to well f4 and no error code was generated. The plate was aborted, the instrument was taken out of service and a field service engineer was dispatched to investigate the probelm. The engineer replaced and tip clamp and plunger clamp in position 4. No death or serious injury resulted from this incident.